Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cord assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power cord on the 6800 system has a slight tear in it. There was no report of operator or pt injury.